Manufacturer narrative:
Continuation of d10: product ID: 37761; lot#serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6); h3: analysis of the 37761 desktop charger (s/n (B)(6) revealed that the connector pins were broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the desktop charger (dtc) tip broke off. The connector pin was broken "maybe a week ago" and the pt said it was "sometime the end on (B)(6)". Pt said they just spoke with a manufacturer representative (rep) and first made them aware of this issue and was told to call. Then, the pt got the product out of the box and pt verified that the connector pin was stuck inside the insr port. The pt was instructed to remove the pin and plug in the new dtc cord that repair sent. The pt was told that she should connect to a wall outlet so that she could charge her ins right away. The pt asked how long it would take to charge her ins and it was reviewed 4-6 hours with good coupling. No symptoms were reported. Additional information was received from the patient. Patient called back stating that their recharger (insr) would only turn on and be responsive when plugged into the desktop charger (dtc). When the insr was unplugged from the dtc the insr was blank and unresponsive. Patient was wanting a new insr and dtc. During call pt mentioned that their back hurts where the implant was.